Manufacturer narrative:
Evaluation summary: the device returned with its original stopcocks mounted on the inflation lumens. They were tested and they performed within specifications. In the visual and tactile inspection only dry radiopaque solution in the inflation lumens was noticed. Bypassing the obstruction, an inflation test was performed on the proximal balloon and no anomalies were detected. The inflation test was conducted on the distal balloon a pinhole was noticed. The use of microscope confirmed the presence of the pinhole. (B)(4).

Event description:
The physician was attempting to use four (4) mo.ma. Ultra cerebral protection devices to treat a low tortuosity, moderately calcified, noncomplex lesion in the ica. The devices were being used according to the instructions for use (IFU). No resistance noted advancing the devices to the lesion; when the first mo.ma. Device was being used during the procedure and during inflation, a proximal balloon leak was observed. The physician switched to another mo.ma however the same issue occurred, a third mo.ma was attempted and the proximal balloon also leaked. A fourth balloon was attempted and the distal balloon leaked. No further treatment was attempted. The physician is experienced in the use of mo.ma. Each device was prepped prior to use with no issues noted. No difficulty/friction noted when loading the devices onto guidewire. The devices did not pass through any previously deployed stent. No clinical sequelae reported.